Event description:
Per the clinic, it was reported that the patient experienced a loss of osseointegration resulting in fixture loss (date not reported). There are plans to reimplant the patient; however, this has yet to occur as of the date of this report.